Event description:
The customer reported multiple false positive results with the ID now covid-19 2.0 assay performed on unknown dates using nasal samples. This manufacturer's report addresses test two (2) of four (4). It is unknown if repeat testing was performed. Pcr confirmation testing was not performed. Customer performed an antigen test (brand unknown) on an unknown date and generated a negative result. The customer stated the patient(s) was asymptomatic. Although requested, the exact number of patients involved was not provided. The customer stated there were more than 3 false positive results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
FDA UDI - (B)(6) b3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m794304 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m794304 and test base part number 192-430 / lot m794304. The lot met the required release specifications. A review of the complaints reported false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m794304 showed that the complaint rate is 0(B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. H3 other text : single use; device discarded.

Manufacturer narrative:
FDA UDI - (B)(4) b3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The customer reported multiple false positive results with the ID now covid-19 2.0 assay performed on unknown dates using nasal samples. This manufacturer's report addresses test two (2) of four (4). It is unknown if repeat testing was performed. Pcr confirmation testing was not performed. Customer performed an antigen test (brand unknown) on an unknown date and generated a negative result. The customer stated the patient(s) was asymptomatic. Although requested, the exact number of patients involved was not provided. The customer stated there were more than 3 false positive results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.